Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - post lumbar laminectomy syndrome/ spinal pain. Patient reported the device caused more pain then necessary. Patient reported that when the doctor put in the neurostimulator (ins) he put it in the wrong side in the hip area. Patient had nerve pain in the hip area. Patient stated sometimes the machine would work for legs. Patient stated their doctor should have implanted it on the left side. Patient stated when they implanted it she almost passed out from pain. Patient stated she was taking medicine and nothing helped. She shut off stim and felt better. No further complications were reported/anticipated.